Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during a patient follow up, it was discovered that the aneurysm diameter had enlarged. Approximately three years post index procedure, the physician elected to explant the endurant ii stent graft system and it was discovered that there was a type iii fabric endoleak. Blood was coming from a foramen like pinhole near the flow divider of the contralateral limb of the endurant ii stent graft bifurcate. The intervention was completed successfully. Per the physician, the cause of the type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the reported aaa expansion could not be determined from the films provided. The anatomy at implant is unknown and earlier post-implant films were not available for review. No endoleak was observed and the cause of the hole observed near the flow divider could not be determined. The fracture of the 4th aortic body stent ring seen during the explant analysis was not clearly visible in the films provided, and the cause of the fracture could not be determined. Thrombus (5mm max thickness) was observed surrounding the ID of the bifurcate aortic body; no stent graft kinks or compression was observed and the cause could not be determined. No stent graft issues were observed which could explain the reported events.

Manufacturer narrative:
Evaluation summary: from the examination of the returned devices and clinical information provided, the exact cause of the aneurysm enlargement could not be determined. Films were not available and the anatomy is unknown; therefore, assessment of the stent graft in-vivo configuration during the implant duration including assessment of any possible endoleak or fracture prior to explant could not be performed. In addition, the device appeared to have been cleaned prior to returning for analysis, essentially free of tissue, which also impacted the analysis. It is uncertain if the fabric holes and weave separation were the source of any type iii fabric endoleak in-vivo, and if this may have contributed to the aaa expansion. Although blood was seen during open repair coming from a pinhole near the flow divider, a type iii fabric endoleak was never reported during the implant duration. Stent graft manipulation, removal of thrombus, and the patient being heparinized, all likely occurring during the open repair, may have contributed to the blood observed flowing out of this hole during the explant. It is unknown if the stent fracture or the puncture hole caused by the fracture may have contributed to the aaa expansion.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.